Manufacturer narrative:
The root cause of the issue was determined to be a fluidics issue in sipper flow path. The customer noted there was a drip from the sipper probe and the field service representative found the pinch valve tubing was overdue. He replaced the sipper pipettor assembly which resolved the issue. All calibration, qc, and analyzer performance data were acceptable. The root cause of the issue was determined to be a fluidics failure in sipper flow path.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for carcinoembryonic antigen (cea), carbohydrate antigen 19-9 (ca19-9), thyrotropin (tsh), and free thyroxine (ft4) for aliquot tubes processed by the modular preanalytic analyzer (mpa). Of the data provided, only the results for tsh and ft4 were a reportable malfunction. The initial tsh result was 0.49 miu/l and initial ft4 result was 1.04 pmol/l. As these results were unbelievable, the aliquot tube was repeated. The tsh result was 4.18 miu/l and ft4 result was 15.62 pmol/l. The primary sample tube was repeated and the tsh result was 4.32 miu/l and ft4 result was 15.54 pmol/l. These results were believed to be correct and were reported outside the laboratory. The initial results were not reported outside the laboratory. The patient was not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative visited the site and ran performance testing.